Event description:
Fluctuating no [device issue]. High no2 [device issue]. Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: this initial non-serious, device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt at the time of the device issue and no harm was reported. On (B)(4) 2014, the rt (second hand) reported a fluctuating no, high no2 and bad sensor on inomax dsir# (B)(4). Troubleshooting actions were unk. The rt stated that this info was placed on a note with the device. The rt requested that the device be picked up for service evaluation. The device was in use on a pt at the time of the device issue and no harm was reported. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Investigational results were received on (B)(4) 2014. Case comment: (B)(4) 2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).

Manufacturer narrative:
On (B)(4) 2014, a respiratory therapist (rt) called to speak with (B)(4) technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt at the time of the device issue and no harm was reported. ((B)(4)). Device investigation was completed on (B)(4) 2014. Inomax dsir serial number (B)(4) was returned to the MFR for service investigation. The (B)(4) technical services reviewed the service log and findings confirmed the reported complaint of fluctuating no. The service log review revealed failed no cell alarms, failed low no calibrations and several high no and low no alarms. The rsc investigation experienced the failed no cell alarm. The service log revealed a failed low no cell calibration that occurred due to lowpoint counts above the maximum of 655 with failed no cell alarms following. The rsc replaced the no cell. The service log review confirmed the reported complaint of persistent high no2 alarm. The service log revealed a failed no2 cell alarm, raised, due to concentration counts below the minimum of 942. The rsc replaced the no2 cell. Secondary findings unrelated to the complaint: the service log review revealed delivery failure (df) alarms which was followed shortly after by a failed low no cell calibration due to no low point counts above the maximum of 655. A full functional test was performed that the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts above minimum. This condition will be tracked and trended under (B)(4)'s qual sys. This cause did not result in an adverse event; however it is being submitted to reg authorities because a similar device issue with no calibration low counts above maximum has occured in the past and resulted in a serious adverse event (MDR 3004531588-2013-00022.)